Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's display screen was flashing and nothing could be clearly seen after startup. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the display controller board and the issue was resolved. The fse then performed all functional and safety tests per factory specifications. The unit passed all tests performed and was returned to the customer.

Event description:
N/a.